Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device : 1 year and 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented from home with elevated lactate dehydrogenase (ldh) and concern for pump thrombus. The pump function was stable with no alarms. When seen in clinic on (B)(6) 2016, ldh was 718 u/l and inr was therapeutic at 3.3. On (B)(6) 2016, at outside clinic, ldh was 743 u/l and admission was recommended for workup of possible pump thrombus. The patient's heart failure symptoms are at baseline, nyha class ii. The patient was able to walk up three flights of stairs, had no weight gain, no lower extremity edema, and no driveline irritation. The patient denied fever, chills, nausea, vomiting, diarrhea, cough, headache, visual changes, numbness or weakness, melena, hematochezia, dysuria. The patient stated that ever since surgery, intermittent left arm weakness has occured, but this is at baseline. The patient has evidence of hemolysis with ldh level of 949 u/l on admission, haptoglobin <8. Inr on admission was 2.8, with goal currently being adjusted around 2.5-3.5. Urinalysis was negative for blood. The patient was started on bivalirudin upon admission. The patient's peak ldh level was 945 u/l, with subsequently dropped to 684 u/l. On (B)(6) 2016, it was reported that ldh continued to downtrend to 399 u/l, however, the patient had an ischemic cerebellar stroke on (B)(6) 2016, with some (slight and resolving) residuals. It was reported that it was suspect embolic etiology, likely related to the pump, but they could not rule out subclavian/vertebral artery disease with artery-to-artery embolus at this time. On (B)(6) 2016, it was reported that the patient's ldh decreased to the 200 u/l range. The patient's stroke was embolic in nature, located in the cerebellum. The patient experienced ataxia, but no significant deficits. The patient is currently discharged with a plan for close monitoring. No further information was provided.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed as the pump was not available for evaluation. Additionally, a correlation between the device and the reported ischemic stroke could not be conclusively determined. Device thrombosis, hemolysis, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.